Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation to show a causal relationship between the adverse event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. E coli is one of the most common organisms to cause gram-negative peritonitis in pd patients. The bacteria are part of the normal flora of the gastrointestinal (gi) tract and can colonize in the upper aerodigestive tract, genitourinary tract, and can be readily found in the environment. Based on the available information and no evidence or allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this male peritoneal dialysis (pd) patient went to the hospital on (B)(6) 2021 for their blood pressure dropping low. It was determined the patient had peritonitis. The patient remained hospitalized. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient initially reported the low blood pressure and cloudy pd effluent to the pd clinic on an unknown date. A pd effluent culture was obtained, and the patient was administered intraperitoneal (ip) antibiotics with ceftazidime (dose, frequency, and duration unknown). The patient then reported to the hospital on (B)(6) 2021 with continued hypotension. The patient was admitted with a diagnosis of peritonitis. The pd effluent cultures obtained at the clinic resulted positive for escherichia coli (e coli). The cause of the peritonitis was not confirmed; however, constipation was ruled out. There was no report of any issue with the liberty select cycler or other fresenius product(s). During the hospitalization, the patient¿s antibiotics were changed. The information was not available due to the patient remaining hospitalized and the records not being available to the pd clinic. No additional information related to the peritonitis or hospitalization was available.

Event description:
It was reported that this male peritoneal dialysis (pd) patient went to the hospital on (B)(6) 2021 for their blood pressure dropping low. It was determined the patient had peritonitis. The patient remained hospitalized. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient initially reported the low blood pressure and cloudy pd effluent to the pd clinic on an unknown date. A pd effluent culture was obtained, and the patient was administered intraperitoneal (ip) antibiotics with ceftazidime (dose, frequency, and duration unknown). The patient then reported to the hospital on (B)(6) 2021 with continued hypotension. The patient was admitted with a diagnosis of peritonitis. The pd effluent cultures obtained at the clinic resulted positive for escherichia coli (e coli). The cause of the peritonitis was not confirmed; however, constipation was ruled out. There was no report of any issue with the liberty select cycler or other fresenius product(s). During the hospitalization, the patient¿s antibiotics were changed. The information was not available due to the patient remaining hospitalized and the records not being available to the pd clinic. No additional information related to the peritonitis or hospitalization was available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.